Event description:
A customer observed patient sample results associated with the wrong patient demographics on the 5.1 fs analyzer. Mis-association of patient demographics and results may lead to inappropriate physician action. The incorrect patient result was not reported. There was no report of patient harm as a result of the event.